Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed both products clamped in the mechanical device during use. A small puddle of water can be seen below both products. The reported condition was verified. The cause of the condition could not be determined, however based on past investigations, the most likely failure is a crack in the housing nearby the welding zone. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from two (2) u9000 ultrafilters during set up. There was no patient involvement. No additional information is available.